Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue with a solution bag; further described as "poor dialysate connection". This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.